Event description:
Caller reported a cgm error, specifically error 42, related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and guided the caller through the process. After the reset, the pump did not display the cgm error code again. The caller was advised to wait 20 minutes before starting the sensor session, which they understood and acknowledged.